Event description:
It was reported that during the unload of a patient from the ambulance the stretcher slipped from the back of the truck and struck the rear bumper. The stretcher did not tip over and the patient remained secured to the stretcher. The patient allegedly complained of pain after the incident and the details of the incident were provided to the hospital for evaluation. No further information on alleged injuries have been provided. The emt's were not sure how the incident occurred but alleged the stretcher safety bar did not engage with the hook. The stretcher is returning to manufacturer for further evaluation.

Manufacturer narrative:
The device was returned and evaluated by the manufacturer. Upon completion of visual and function testing, the reported incident could not be duplicated and no malfunctions of the safety bail were observed. The device was operating within specification. No further reports were provided by the customer regarding follow up injury reports from the patient or the hospital indicating a serious or permanent injury was sustained as a result of the alleged incident.

Event description:
It was reported that during the unload of a patient from the ambulance the stretcher slipped from the back of the truck and struck the rear bumper. The stretcher did not tip over and the patient remained secured to the stretcher. The patient allegedly complained of pain after the incident and the details of the incident were provided to the hospital for evaluation. No further information on alleged injuries have been provided. The emt's were not sure how the incident occurred but alleged the stretcher safety bar did not engage with the hook. The stretcher is returning to manufacturer for further evaluation.